Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the following third or forth firing of the device, it started to jam on every other firing. Another stapler was pulled to complete the case. There was no consequence to the patient.